Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified external iliac artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at the rated burst pressure for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.